Manufacturer narrative:
Despite attempts to obtain information regarding the specifics for the explant, no relevant information was received. There were no details provided regarding the function of the thv valve leading up to the transplant. No information was provided regarding the etiology of the patient's heart failure and there was no allegation regarding any malfunction of the edwards device. In this case, there was no indication or allegation that a product deficiency contributed to the event. The reason for the sapien 3 valve explant is unknown as information was requested. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, an implant card was received indicating the valve was explanted and replaced with a surgical valve approximately 1 year, 6 months post implant.

Manufacturer narrative:
Corrected b.7, h.6 codes. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The worsening pvl may be related to cardiac modeling, migration, or other unknown factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Medical records were received for evaluation. The patient was admitted for complaints of worsening exertional dyspnea. Presented to pst via wheelchair on 4l o2 via nc for mitral valve repair, ef 55%. The patient had recurrent chf. Intra-op tee revealed ms with a mean gradient of 9mmhg. Tee also showed two paravalvular regurgitant jets of the sapien 3 aortic valve, which was estimated to be moderate av regurgitation. Under general anesthesia, the patient underwent an mvr and explant of a tavr and replacement with savr.